Event description:
It was reported that during the use of the product, a beep alarm sound was heard. No alarm information was indicated on the display. After the batteries were removed from the product, the alarm sound stopped. However, after the batteries were reloaded, the alarm sound resumed. No patient injury.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no problem detected with device. As a preventative, the downstream sensor and main board were replaced, and upstream sensor re-calibration.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal intact. All labels were still intact. No physical damaged was found on the device. Upon inspection, reported problem was not confirmed. As a preventative, the downstream sensor and main board replace, and upstream sensor re-calibration.